Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.0/093 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore. This occurred on (B)(6) 2018. The lens was removed intra-operatively. On (B)(6) 2018 an alternate lens was successfully implanted. The reporter states that it's possible the "dehydration of the foam tip" caused the tear.